Manufacturer narrative:
During the device evaluation, the foreign material was unable to be identified. When foreign material was detected, olympus requested additional information from the customer on their reprocessing practices. The customer reports the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, the source of the foreign material is unknown, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and there were no abnormalities in the reprocessing accessories. During evaluation, the reported image lighting issue was not confirmed. There were no issues identified with the light. The device inspection found the following issues: switch button 4 was worn, the scope connector was damaged, the suction cylinder was sheared and deformed with peeling paint, the air/water cylinder had peeling paint, the bending section cover adhesive was chipped, and the connecting tube had coating that was peeling off. The following components showed scratches: connector cover, scope connector cover, scope connector, scope cover, switch box, universal cord, hand grip, lock engagement lever, lock engagement lever knob, both directional knobs, control unit, and connecting tube. Functional testing was performed. The testing identified the following problems: the bending angle in the up direction did not meet specifications and the up/down knob had excess play. Both issues were caused by a worn angle wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the investigation and available information, the root cause of the foreign material is likely due to insufficient cleaning, however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system [inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function, keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Inspection of the spray function, cover the spray valve hole with your finger. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image became dark when the forceps were inserted. There was no report of patient harm due to the event. The subject device was returned to an olympus service center for evaluation. During inspection, foreign material was found in the air/water nozzle. This report is being submitted for the presence of foreign material found during the device evaluation.